Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer had failed. The field service engineer (fse) opened the back panel and found that the t-board on drawer 5 was not working. The fse powered off the pyxis system, replaced the t-boards, powered the system back on, and ran hardware test application successfully. The customer tested the system, and it worked perfectly. The system functioned as intended after the field service engineer repaired the device.